Manufacturer narrative:
(B)(4). 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge ipg as recommended and the ipg no longer communicates with the external devices. A new charger was sent to the patient which did not communicate with the ipg. Surgical intervention may be taken to address the issue.